Event description:
Four years ago, I had received silicone breast implants through (B)(6). Since I have had them I am being diagnosed with many different illnesses or I am experiencing them. I have had left breast pain since I have gotten them my doctor from the (B)(6) told me to come in, he said he was going to give me a cocktail injection to hopefully subside the pain. That never worked. He had me come back in and see a dietician which I had to spend hundreds of dollars on probiotics that never helped. I now have an enlarged thyroid with nodules on both sides that I have to be watched very closely. I have been to the hospital on many different occasions thinking I am having a heart attack when I am not. Its all due to the breast implants. I have been through MRI, cat scan, x-rays, mammogram and everything comes back normal. The breast pain is painful for me. I have never experienced any of these issues with my other implant saline. Please help me . Floral open back blouse. I haven't been able to wear a bra in four years due to the implants. FDA safety report ID #: (B)(4).